Event description:
A customer reported issues with battery charging and diminished battery life. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no follow-up was needed.